Manufacturer narrative:
The customer indicated the device was discarded. Package labeling states: "use aseptic technique. Remove caps when required and secure connections." (B) (4). (B) (4).

Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the female adapter of the attached extension set. After an unspecified length of time in use, the customer contact reported the option-lok male adapter of the tubing set disconnected from the female adapter of the extension set. Though requested, the customer contact stated that it is unk if there were any adverse pt event, delay in therapy critical to this pt or if any medical interventions were provided.